Manufacturer narrative:
The subject device was returned to local service department of olympus. Local service department checked the subject device and found that the reported phenomenon could be duplicated due to defective cable. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. The manufacturing record was reviewed and found no irregularities. Omsc presumed that communication with the processor became impossible due to break of cable, then the phenomenon occurred. The break of cable might be due to user's handling.

Event description:
Olympus medical systems corp. (Omsc) was informed that during use (patient was under anesthesia), no image was displayed. The intended procedure was laparoscopic surgery. The facility did not finish the case. The subject device was used in combination with otv-s400. There was no report of patient injury associated with the event.